Event description:
The customer alleged they received a questionable free triiodothyronine (ft3) result for one patient on their e601 analyzer. The customer stated the sample was aliquoted by their modular pre analytics device and front loaded on the analyzer. The initial ft3 result was 0.90 pg/ml and it was reported outside the laboratory. The physician questioned the result and ordered a new sample be drawn. The ft3 result from the new sample was >25 pg/ml. On (B)(6) 2014, the customer pulled the patient's original sample and repeated it on the same analyzer. The repeat result was >25 pg/ml. The repeat result matched the clinical picture of the patient and was considered correct. The patient was not adversely affected by this event. The ft3 reagent lot number was 17551001 and expiration date was 10/31/2014. The field service representative went on site. The customer thought there may have been a bubble on the sample as it was run offline. The field service representative performed checks and performance testing. The performance testing was within the acceptable ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results were within range. A general reagent issue was not evident. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. There was no evidence of an instrument related problem.